Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed upstream occlusion" was not reproduced. The device was tested for upstream occlusion detection and passed. A review of the event history log revealed multiple events of "upstream occlusion!" However testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor which was found out of calibration. The ultrasonic sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.